Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified superficial femoral artery. After the guidewire crossed the lesion, a 3.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed using a drug-coated balloon. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).